Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported by the pt that following a coronary artery drug eluting stenting procedure a rash occurred. The pt had a 3.5x20mm taxus express2 drug eluting stent implanted to treat an unspecified lesion. It was reported by the pt that "she has had a rash since the stent was inserted. The rash is under the right breast and on the abdomen. The rash itches intermittently. She has discontinued most of her medications at this time and the rash still persists." Repeated requests for add'l info from the pt's physicians have been made; however, no info has been received.